Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt hit his stomach on the plane ride while traveling, causing a small abrasion/cut on it. The pt was fine following this. On (B)(6)2009, the pt fell backwards on a chair and after that the pump was beeping. It was noted that the pt's pump had been recalled and was not going to be removed until the end of (B)(6). The pump contained dilaudid and marcaine at the time of the event. No pt treatment or outcome was reported. In (B)(6) 2010, it was reported that the pump was still implanted. The pt did not think the pump was working. There was concern that the pump was part of the battery performance recall. No volume discrepancy had been noted. No pt symptoms, treatment, or outcome was reported. The drug contained in the pump was not reported.